Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was noted, that the left ventricular (lv) lead exhibited loss of capture and high pacing impedance measurement. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.